Manufacturer narrative:
Section d4 catalog# was changed from 07k78-30 to 07k78-25.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 10179ui00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. No systemic issue or deficiency of the architect total b-hcg assay was identified. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 10179ui00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6) and (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total b-hcg result for one patient. The following data was provided (less than 5.00 miu/ml is negative, greater than equal to 25.00 miu/ml is positive): sample ID (B)(6) initial result was 269.89 miu/ml. The result was questioned by the physician, so the sample was repeated, the result was less than 1.2 miu/ml. The patient was redrawn, sample ID (B)(6), and the result was less than 1.2 miu/ml. There was no impact to patient management reported.